Event description:
Customer reported that the unit made a growling noise when the lifeband sized down. No adverse event reported.

Manufacturer narrative:
The complaint of "unit made a growling noise when the lifeband sized down" was verified. The drivetrain (motor assembly) was found to be at fault and was replaced. Board passed final test. No adverse event reported.